Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that brown particulate matter was found inside a sterile repeater pump tube set. This was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. The returned unit was labeled for single use. A visual inspection with magnification observed loose brown particulate matter inside the fluid pathway of the tube set. The sample was further analyzed using polarized light microscopy (plm). Observations made with plm determined the fibers were consistent with paper. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.